Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oopherectomy. It was reported the tsw/atw35 and tr35w staples would not close/form and there was a lot of bleeding. There surgeon had to sew area that was affected. There was no consequence to the pt.